Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient found a leak from a small crack on a transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A microscopic and gross visual inspection was performed; no issues were noted. Functional testing of the device included leak testing, clear passage testing and clamp function testing; no issues were observed that could have caused or contributed to the reported issue. The reported issue was not verified and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.